Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous superficial femoral artery. The 6.0 x 40/135 sterling monorail balloon catheter was advanced to the target lesion when the balloon ruptured at 8 atm on the initial inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.